Manufacturer narrative:
Correction: b1 - "product problem" should have been selected.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing and was able to be reproduced by isometric test. Programming changes were made to address the event. No patient consequences was reported.